Event description:
When attempting to administer hep b ( helplisav b) in to a patient's left deltoid the liquid of the vaccine shot out of where the syringe's plain tip and the needle's hub meet, causing the vaccine landing on my arm instead of it going into the patient's deltoid. Heplisav-b, dynavax, inc, ndc 43528-003-01 and monojet 25g x 1" needle, lot #02010017. During administration, needle was inserted into arm, and when ma pressed the plunger to administer the vaccine, a large amount of clear fluid squirted out the side between the hub of the needle and pre-filled syringe. Reports it appeared to be the full 0.5 ml as it was dripping from her arm and on her scrubs. This was immediately reported to provider, who advised new vaccine be administered and this was done with no issues.